Event description:
It was reported that during an unknown procedure, there was an incomplete staple line. No further information is available. No patient consequences reported.

Manufacturer narrative:
(B)(4). The analysis results showed that the device was received in good visual conditions and with a cartridge reload loaded in the device. The reload was received void of staples, with the washer completely cut, with the drivers exposed and with the knife recess below the cartridge deck. In addition, three staples were stuck to the washer. Also, the returned cartridge was noted to have one staple stuck in the washer; it appears possible that excess of pressure was placed on the distal end of the device not allowing the retaining pin to properly assemble becoming misaligned with the anvil causing the staples not to properly form and damaging the knife as the knife hit the anvil and not the washer. Please reference the instructions for use for additional information. The device was tested for functionality with an engineering sample reload and the device fired, forming all staples and cutting as intended. The cut line was complete, the staple line was complete and the staples were noted to have the proper b-formed shape. The device lockout and the reload lockout were functional. It should be noted that all devices are inspected 100% for staple presence by an automated vision system, and are visually inspected 100% as a final check. In addition, at finished goods the devices are visually inspected based on a sample. A batch record review was performed and no anomalies were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information anticipated, but unavailable at this time. Additional information: the procedure was finished with same like product. Patient is fine. No further information is available.